Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treatment/death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. There is no indication that the damage to the electrode belt caused or contributed to the patient's death as electrode belt was able to communicate with the monitor and deliver full energy pulses and the patient was in a non-treatable rhythm at the time of electrode belt disconnection. Manufacture dates: monitor sn (B)(4): 3/13/2015; electrode belt sn (B)(4): 6/12/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. Prior to passing, the patient received two treatments. The patient was reportedly at home and lost consciousness prior to the treatments. The patient's son called ems who reportedly began resuscitation attempts. The patient was appropriately treated at 4:08:25 on (B)(6) 2016. The patient's rhythm at the time of the treatment was vt at 260 bpm. The post-shock rhythm was sinus bradycardia at 25 bpm. The device then detected asystole. The patient received a second, inappropriate treatment at 4:10:30 pm (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was idioventricular at 50 bpm. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient's rhythm then degraded to asystole. The device then detected asystole with CPR artifact at 4:19:34. The electrode belt was disconnected at 4:24:23. The patient passed away on (B)(6) 2016. A us distributor returned electrode belt sn (B)(4) and reported that the belt could not complete incoming functionality testing.